Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient died. The patient presented with a small, somewhat tortuous pda to confluent branch pulmonary arteries. The synergy stents were selected as treatment to allow for a stable source of pulmonary blood flow. The patient was placed under general anesthesia and access was obtained via the left axillary artery. The pda was crossed with difficulty and a synergy? 3.50 x 12 mm was advanced. The stent was unable to advance past the pulmonary end of the pda. Angiography showed spasm of the pda with no opacification of the branch pas. The proximal end of the stent protruded significantly into the aorta. High dose prostaglandin e1 (pge) infusion was initiated and the stent was exchanged for a synergy? 3.50 x 8 mm. The stent would also not advance past the pa end of the ductus, but was deployed at 16atm in hopes of expanding the pda and allowing pge flow to reopen the more distal pda. The stent was well expanded, but there was still no flow in the pda. Tidal co2 readings were lost and saturations were decreasing. The patient developed bradycardia and cardiopulmonary resuscitation (CPR) was initiated. Fluoroscopy showed very poor aeration of the lungs. Intervention to open the pda was continued while CPR was being performed. An emerge 2.00 x 20 mm was advanced across the pda into the lpa and inflated to 18atm. Repeat angiography showed there was now some flow into the lpa. The sheath had become partially dislodged during CPR resulting in some extravasation of contrast into the soft tissue in the axillary area during angiography. The inner dilator was advanced over the wire and the sheath was repositioned in the axillary. A second synergy? 3.50 x 8 mm was advanced through the existing stent and deployed at 20atm in the distal pda/proximal lpa. Repeat angiography now showed patency of the pda with opacification of the lpa, however the patient's condition did not improve. Despite good CPR with adequate blood pressure on arterial line tracing, the patient continued to have poor ventilation and evolving respiratory and metabolic acidosis. Ultrasound of the chest revealed no obvious effusion or fluid collection. Ultrasound of the abdomen did not show any obvious blood or fluid in the peritoneal space. There appeared to be generalized bowel wall thickening. CPR and resuscitation with inotropes, hco3, and prbcs was continued. Bronchoscopy was performed which showed no obvious mucous plug. Following this there was a period with improved ventilation and aeration of the right lung. An echo demonstrated there was antegrade flow from the rvot to the rpa. Despite this improvement in ventilation, the patient continued to have profound acidosis and required high peak pressures to expand the chest. Despite successful stent placement restoring flow to the lpa and antegrade flow to the rpa, the patient had severe acidosis with very poor lung compliance. There was high likelihood of significant brain and other end organ injury and no further interventions were available. The patient continued to have periods of bradycardia and hypotension requiring intermittent CPR. Compassionate extubation was performed and the patient expired.